Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a perforation occurred from use of a non-abbott stent. The 2.80x16mm graftmaster stent system was advanced to the perforation. Deployment was initiated, but the stent failed to deploy, possibly due to a kink or some other issue related to the hypotube. The stent and the delivery system were removed without issue. A non-abbott balloon catheter was advanced and successfully sealed the perforation. An intra-aortic balloon pump was placed, improving the patient¿s symptoms. There was no adverse patient sequela and no clinically significant delay in procedure reported. No additional information was provided.